Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the creatinine assay on a cobas 8000 c 702 module. The sample initially resulted in a creatinine value of <5 umol/l, accompanied by a data flag. The sample was repeated, resulting in a creatinine value of 66 umol/l. The reporter mentioned that "the sample was short" on removing from the analyzer with no sample short flag associated. The rerun of the sample was performed by using a roche false bottom tube and the rerun result was deemed correct. It was asked but it is unknown if the questionable result was reported outside of the laboratory. The creatinine reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The customer confirmed that only 1 patient sample was affected. The investigation determined the event was due to sample quality issues with this specific sample.